Event description:
Boston scientific received additional information. During the recent device check, three nonsustained vt episodes were reviewed. The episodes were due to noise that was oversensed, and were similar to the past episodes that had been reviewed. Technical services reviewed the new episodes and determined the noise appeared to be myopotential oversensing, as previously discussed. At this follow up, again the noise could not be reproduced. It was confirmed that the oversensed noise did not result in pacing inhibition of greater than two seconds for these recent episodes. No changes were made to the system and the patient was scheduled for a normal follow up in three months.

Manufacturer narrative:
Technical services reviewed the episode and device data. It was noted that no noise was present on the atrial and shock channels. Asystole for 2.7 seconds was observed due to the noise. Lead measurements were stable. The noise pattern was consistent with diaphragmatic oversensing/myopotentials. Technical services suggested additional troubleshooting techniques and discussed sensitivity reprogramming options. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the device check, a non-sustained episode was stored due to oversensed noise on the rate/sense channel. The noise could not be reproduced. The patient reported they were performing heavy lifting at the time of the episode, and that they did not feel any symptoms. No programming changes were made at this time. The device data and episode electrograms were submitted to technical services for evaluation. No adverse patient effects were reported.